Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A field action search using cognos bi identified no quality hold with an r-code as the reason associated with the following part/lot (00545001731/61694240) combination as of 02-sep-2020. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 00588001402 femoral component option for cemented use only size d right lot #62749539. 00598801016 stem extension straight 16mm dia x 100mm length(combined length 145mm) lot #62740799. 00599003420 prc agmt block dist sz d 10mm lot #61916812. 00599003420 prc agmt block dist sz d 10mm lot#62519656.

Event description:
It was reported that patient had pain in his knee after knee revision. During the surgery, the surgeon figured out the femoral component was loose and replaced it with a new femoral component rhk.